Event description:
A hemodialysis user facility has reported that during treatment an external blood leak occurred. The leak was visually observed from the bottom of the header, on the venous end during the pt's rinse-back. Test strips were not used to confirm. Estimated blood loss was 100cc. The pt had no adverse effects and no medical intervention was required. Sample is not available for manufacturer eval.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.